Manufacturer narrative:
The reagent lot number is 921819, and the expiration date is 31-dec-2026. The qc recovery data provided was within specification. The field service engineer (fse) found that teflon was missing from the sipper probe tip. The fse resolved this issue, replaced the measuring cell, and performed calibration and qc successfully. The investigation determined that the identified component failure of the sipper probe caused the event. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 3933 pmol/l. The customer questioned the high result, which prompted them to repeat the sample. The repeat result was 175.4 pmol/l. No questionable results were reported outside of the laboratory.